Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) could not be confirmed as no images were provided, and the patient remains ongoing on lvad support. The reported low flow alarms were confirmed through the review of the submitted log files. A specific cause for the low flow alarms as well as a direct correlation to the reported events could not be conclusively established. The controller event log file contained events from 19nov2024 through 25nov2024, per the timestamps. On (B)(6) 2024 at 18:23:19, flow began trending downward and multiple low flow alarms were captured with flow decreasing to a low of 1.9 liters per minute (lpm). Flow later recovered to baseline on (B)(6) 2024 at 20:00:35. No other notable events were recorded. The pump appeared to function as intended throughout the duration of the log file. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1, "introduction," provides an explanation of pump parameters, including pump flow. Section 1 also lists adverse events that may be associated with the use of the hm 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures," cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7, ¿alarms and troubleshooting,¿ outlines system controller alarms as well as how to respond to each alarm condition. Section 5 of the heartmate 3 lvas patient handbook also outlines system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
B5 narrative information. H6 adverse event problem. Codes updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information was received on 15jan2025 that eogo was confirmed with a computed tomography (CT) scan, but no images were available. The patient experienced fatigue. The eogo was resolved, and the patient symptoms improved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) could not be confirmed as no images were provided, and the patient remains ongoing on lvad support. The reported low flow alarms were confirmed through the review of the submitted log files. A specific cause for the low flow alarms as well as a direct correlation to the reported events could not be conclusively established. The controller event log file contained events from 19nov2024 through 25nov2024, per the timestamps. On (B)(6) 2024 at 18:23:19, flow began trending downward and multiple low flow alarms were captured with flow decreasing to a low of 1.9 liters per minute (lpm). Flow later recovered to baseline on (B)(6) 2024 at 20:00:35. No other notable events were recorded. The pump appeared to function as intended throughout the duration of the log file. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1, "introduction," provides an explanation of pump parameters, including pump flow. Section 1 also lists adverse events that may be associated with the use of the hm 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures," cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7, ¿alarms and troubleshooting,¿ outlines system controller alarms as well as how to respond to each alarm condition. Section 5 of the heartmate 3 lvas patient handbook also outlines system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having low flow alarms for greater than one hour. The alarms resolved once the patient arrived at the emergency room. Flows were 3.5-4.4 lpm. Mean arterial pressure (map) on arrival was 78mmhg and heart rate was in the 90s bpm. Log file review was requested, and the event log file captured low flow events on (B)(6)2024. Also, the flow appeared to have recovered starting at 20:00:35. It was communicated on (B)(6)2024 that the cause of the low flow alarms was extrinsic outflow graft obstruction (eogo). It was noted that the patient was stented, and experienced light-headedness.